Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x24mm promus element¿ plus drug-eluting stent was selected to treat the target lesion. However, while the physician was trying to cross a previously implanted unspecified stent, the stents held and got deformed. The whole system was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. The investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).